Manufacturer narrative:
A replacement reagent was sent to the customer.

Event description:
Beckman coulter inc. (Bci) reported that the cx synchron blood urea nitrogen (bun) reagent packaging was damaged. No injury was reported for this event.